Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported battery issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that their battery swelled up and then burst inside the controller case. The patient reported that the door the holds the battery in popped off due the battery bursting. The patient reported that their controller would not hold a full charge for the last 2 months.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.correction to d(4): sequence number changed from unavailable to (B)(4).